Event description:
The customer reported the system will not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep instructed customer over the phone to unplug the system, then reboot. System operates as intended. Cause of original failure is unk. This MDR is related to ge healthcare complaint.